Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of oversensing was confirmed in device image. However, it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.